Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000049 rev.10 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage.

Event description:
Event description: ecn event description: after completing the desired lesions, the physician attempted to advance the wire to change to neutral configuration before pulling the catheter back into the sheath to remove from la. The wire would not advance nor pull back. It was stuck. Fortunately enough of the wire was advanced beyond the catheter when it was stuck that the physician was able to slide the catheter to neutral and remove the catheter. The desired ablation lesions were completed at this point so a new catheter was not opened. Device is being held at facility to be returned and assessed. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Attempted to advance and draw back on the device but was unsuccessful, even tried changing the angle of the sheath to less deflected in case there was a kink what is the next course of action?: device removed safely from left atrium patient present at time of event? Yes. Patient complications: no patient complications. Procedure number: pn: 2859916. Int additional questions: device 1: upn: m004pf41m401, model number: null, lot or serial number: (B)(6) was issue present upon opening package? No. Question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot#. Answer: bsc starter rosen lot: 9671298, ref: m001491650, gtin: 08714729743293. Question: was any tissue seen at the tip of the catheter or guidewire? Answer: no issues at tip. Question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc) answer: guidewire is stuck approximately an inch and a half beyond the tip of the catheter. Question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc] if yes: please specify. Answer: none. Question: (patient information question not applicable in european region/ canada) is patient information (patient identifier and age) available? If yes: provide information in the patient section of the form. If no, please specify why the information is not available from the facility. Answer: see completed pt information section. Question: was a new device (same upn or similar bsc device) used to complete the procedure? (Yes/no). Answer: no, ablation was completed already. Type of procedure: atrial fibrillation (afib) pulsed field ablation (pfa) + watchman left atrial appendage closure (laac). Time of event: withdrawal/closure. Cmc comments: 08oct2025 vnb. The "time of event" for this event record has been changed from ("during procedure ") to ("withdrawal/closure") since ("the physician attempted to advance the wire to change to neutral configuration before pulling the catheter back into the sheath to remove from la.").

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Event description:
Event description: ecn event description: after completing the desired lesions, the physician attempted to advance the wire to change to neutral configuration before pulling the catheter back into the sheath to remove from la. The wire would not advance nor pull back. It was stuck. Fortunately enough of the wire was advanced beyond the catheter when it was stuck that the physician was able to slide the catheter to neutral and remove the catheter. The desired ablation lesions were completed at this point so a new catheter was not opened. Device is being held at facility to be returned and assessed. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: attempted to advance and draw back on the device but was unsuccessful, even tried changing the angle of the sheath to less deflected in case there was a kink what is the next course of action?: device removed safely from left atrium patient present at time of event?: yes patient complications: no patient complications procedure number: pn 2859916 int additional questions: device 1: upn m004pf41m401, model number null, lot or serial number (B)(6) was issue present upon opening package?: no question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot# answer: bsc starter rosen lot 9671298 ref m001491650 gtin (B)(4) question: was any tissue seen at the tip of the catheter or guidewire? Answer: no issues at tip question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc) answer: guidewire is stuck approximately an inch and a half beyond the tip of the catheter. Question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc] if yes: please specify answer: none question: *(patient information question not applicable in european region/ canada) *is patient information (patient identifier and age) available? **if yes: provide information in the patient section of the form **if no please specify why the information is not available from the facility answer: see completed pt information section question: was a new device (same upn or similar bsc device) used to complete the procedure? (Yes/no) answer: no ablation was completed already. Type of procedure: atrial fibrillation (afib) pulsed field ablation (pfa) + watchman left atrial appendage closure (laac) time of event: withdrawal/closure cmc comments: 08oct2025 vnb the "time of event" for this event record has been changed from ("during procedure ") to ("withdrawal/closure") since ("the physician attempted to advance the wire to change to neutral configuration before pulling the catheter back into the sheath to remove from la.")